Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 154 mg/dl. Customer blood glucose reading at the time of the incident was 427 mg/dl. Customer stated high blood glucose reading stared on (B)(6) 2017. Customer did have any symptom. Customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer parent treated the high blood glucose reading with syringe. Customer drive support was normal. Customer changed the infusion set on (B)(6) 2017. Customer did not mention if the infusion set cannula was bent. Customer declined to check for the presence of leaks or air bubbles. Customer declined to check on the insulin pump setting. Customer did not troubleshoot high pressure test. Products will not be returning for analysis.